Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the incorrect screw size was projected on the monitor. The site was working with a 6.5/55mm screw, but a 6.5/50mm screw was projected. The manufacturer representative noticed this during the case and communicated with the surgeon that he was not going to get a bullseye once the screw had reached the plan and informed them that the screw was going to be 5 mm off. There was no patient harm and the procedure was no delayed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version 5.1.1. H3, h6) software data was received and analysis confirmed the reported event. Despite selecting a 6.5/55mm screw, the user interface (ui) displayed the cad model and name of the screw as 6.5/50mm instead. It was reported that the rep rearranged the order of the screws before selecting the 6.5/55mm screw which had the incorrect projection. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.